Event description:
The revision surgery was completed today, (B)(6) 2021. The femoral head fractured. The surgeon said the patient had a fall. Surgery was completed without delay. Surgeon plan was to replace head, however, the trunion was compromised resulting in the surgeon having to completely remove the abg stem and replace with a competitor revision step (as planned - this was the surgeons back up plan). All femoral components were revised, acetabular insert and cup (also stryker) was revised. Stem was revised using a competitor's stem extractor attached to the neck of the abg stem. It came out with little-no difficulty. The original op date for the primary stem and cup is unknown. It is believed that is was done in approximately 2000. Explanted abg stem implant and cup and insert from surgery on (B)(6) 2021 not able to be returned to stryker as it is against hospital policy. Ceramic femoral head was shattered and unable to be put back together for images. No further patient details, images or operative reports are available due to confidentiality/unavailability. All available information has been provided.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown abg ii stem was reported. The event was confirmed based on photographs method & results: product evaluation and results: the device was not returned however photographs were provided for review. The image shows trunnion wear and there is evidence of boney ingrowth. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated ap right hip: uncemented tha with stem trunnion deep in acetabular component with debris around prosthesis neck consistent with fractured ceramic prosthetic head. 1/22/2021 x-ray ap pelvis: right hip as previously described, left hip uncemented tha reduced, nominal with alumina modular head, distal tip of stems not visualized. No clinical or pmh, no operative reports, no patient demographics, no date of right primary tha, no examination of explanted components. While the presented x-rays appear to confirm the prosthetic head fracture noted in the event description, insufficient data is presented to create a medical report for this case. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the device was worn. The event was confirmed based on photographs. The device was not returned however photographs were provided for review. The image shows trunnion wear and there is evidence of boney ingrowth. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The revision surgery was completed today, (B)(6) 2021. The femoral head fractured. The surgeon said the patient had a fall. Surgery was completed without delay. Surgeon plan was to replace head, however, the trunion was compromised resulting in the surgeon having to completely remove the abg stem and replace with a competitor revision step (as planned - this was the surgeons back up plan). All femoral components were revised, acetabular insert and cup (also stryker) was revised. Stem was revised using a competitor's stem extractor attached to the neck of the abg stem. It came out with little-no difficulty. The original op date for the primary stem and cup is unknown. It is believed that is was done in approximately 2000. Explanted abg stem implant and cup and insert from surgery on (B)(6) 2021 not able to be returned to stryker as it is against hospital policy. Ceramic femoral head was shattered and unable to be put back together for images. No further patient details, images or operative reports are available due to confidentiality/unavailability. All available information has been provided.